Manufacturer narrative:
Correction information provided in d.4. Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported unspecified complaint of "mechanical defect." Information was provided that the company (3.00cyl), 20.0 diopter lens was replaced with a company (3.00cyl), 22.5 diopter lens. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Additional information was provided that the patient had pre-existing epiretinal membranes erm/macular pucker. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5., h.3., h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating blurred vision as reason for explant.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, explanted iol for reason mechanical defect. The iol was exchanged for same model and diopter lens 1 months 21 days following the initial implant procedure. Additional information has been received stating patient's issues were resolved and the surgeon¿s prognosis was good.

Manufacturer narrative:
The lens was returned wrapped in white gauze material placed into a small brown envelope. Viscoelastic was dried on the lens. One haptic was broken in the gusset area and not returned. The optic was cut into pieces, typical of an insertion and removal. One optic portion was cracked near the edge. The other optic portion was scratched from the center toward the optic edge on the anterior surface. The posterior optic was cracked near the edge. Each lens is subjected to a 100 percentage assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A retest of the power and resolution could not be conducted due to the lens damage. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause cannot be determined for the reported complaint of "explant: mechanical defect". More information has been requested for clarification. The lens was returned cut into pieces, typical of an insertion and removal. Additional optic and haptic damage was observed. Each lens is subjected to a 100 percentage assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A retest of the power and resolution could not be conducted due to the lens damage. Information was provided that the company lens (3.00cyl), 20.0 diopter lens was replaced with a company lens (3.00cyl), 22.5 diopter lens. An intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Additional information was provided that the patient had pre-existing erm/macular pucker. No additional information has been provided at this time. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).